Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned and analysis found that the lead was stretched. All conductors were distorted and had blood/body fluid (not obstructed). The inner insulation was kinked buckled and the outer insulation was breached cut. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. Visual analysis noted apparent explant damage and that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported that within several months of implant, the lead had dislodged. When they tried to reposition the lead, they had some problems retracting the helix. The lead was extracted and replaced. No patient complications have been reported as a result of this event.